Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) #: k171623. Device evaluation the npds device of unknown rpn and lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Document review as the lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution npds devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0107-2) states the following: ¿the nasal pancreatic drainage set is used for temporary drainage of the pancreatic duct through the nasal passage by use of an indwelling catheter.¿ root cause review a definitive root cause could be attributed to the user not reading or following the IFU. From the information provided it is known that the npds device was placed through the stoma which is considered off-label use. The IFU states the device is used for temporary drainage of the pancreatic duct through the nasal passage by use of an indwelling catheter. Summary the complaint is confirmed based on customer testimony. The patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Smoczynski et al 2015 ¿ ¿endoscopic necrosectomy under fluoroscopic guidance ¿ a single center experience¿. Procedure: gastropancreatic and duodenopancreatic fistulas were made under endoscopic ultrasonography (eus) guidance with cystostome (cystotome cst-10, wilson-cook, ireland)(off label use). A fluid sample from the collection was taken for microbial culture and to assess amylase activity. The morphology of the fluid aspired ¿ dark brown color with visible fragments of necrotic tissues (debris) ¿ was the basis of wopn diagnosis. The stoma between the lumen of the gastrointestinal tract and the cavity of necrotic collection was widened using a high-pressure balloon 20 mm in diameter (boston scientific, USA). Through the stoma a 7 fr or 8 fr nasocystic drain (wilson-cook, ireland) (off label use ¿ placed through stoma) and a ¿double-pigtail¿ 7 fr or 10 fr stent (wilson cook, ireland or mar flow, switzerland) were inserted into the cavity of the collection. (Off label use cirl do not manufacture a double pigtail pancreatic stent, only intended for biliary use). This file will capture the off-label use of the npds through the stoma.